Event description:
It was reported to boston scientific that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the balloon burst down the seam during inflation. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. It was noted that no fragments of the balloon detached inside the patient. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient was confirmed to be over the age of 18.a review of the complaint database concluded there were no previous complaints received for lot 13039610. The device was not returned for investigation therefore a failure analysis could not be performed. The failure mode of burst/rupture occurs when procedural factors encountered during the procedure limited the performance of the balloon. Therefore this complaint has been assigned the most probable root cause of operational context. (B)(4).